Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the site was changed prior to the report. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. No damage was noted to the infusion set cannula. Additionally, it was reported that the cartridge and infusion set had been in use for use for up to 5 days. Blood glucose was 322 mg/dl.